Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator display is blank. The customer reported that the unit was in use on a patient , but there was no patient harm reported.